Event description:
It was reported that while delivering pitocin the nurse noted that the pump was in alarm and fluid was delivering faster than the set rate.

Manufacturer narrative:
Pump was nto returned to the MFR for evaluation. The hospital's biomed tested the pump and no fault was found. The hospital suspects possible misload of the set. Additional inservicing will be performed on the proper procedure for loading of the IV set per the directions for use, page 9, which states, "do not use the door to close the orange latch."